Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. A drive stall was observed in conjunction with a decrease in pulse widths, indicating a failure of the hook talon to detent the ratchet gear. The pod delivered 55 pulses across both priming sequences, but the needle mechanism did not deploy. The pod was subsequently deactivated. The pod was reran successfully with no problems. No damages were observed that would contribute to the failure of the hook talon to detent the ratchet gear. The failure of the hook talon to detent the ratchet gear is confirmed as the root cause of the reported event. The exact cause of the failure to detent could not be determined.

Event description:
It was reported by the patient that the pod's needle did not deploy indicating a needle mechanism failure. The cannula was not visible and the pink slide did not move forward.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7.